Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiopulmonary arrest within 24 hours of the pt's last dialysis treatment, and expired. These allegations were alleged to have been caused by the product administered for dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A f/u report will be submitted upon receipt of add'l info.